Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Literature article received: "the incidence of dissociated liners in 4,751 consecutive total hip arthroplasties using pinnacle polyethylene acetabular liners" eight separate polyethylene liner disassociations were identified, and each is reported separately for purposes of product complaint capture. This is patient 1, female, (B)(6) at primary surgery, and (B)(6) at revision for liner dissociation (28 months after primary). Reported liner-cup dissociation (see (B)(4)). There were then an additional two dislocations following the revision at 3 months post first revision surgery, requiring revision to a constrained liner.

Manufacturer narrative:
This product was reported in error. No patient death, serious injury or evidence of reportable product malfunction occurred. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.